Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed on the clip delivery system to report the difficulty with steering. It was reported this was a mitraclip procedure to treat grade 4 + degenerative mitral regurgitation (mr). When the anterior/posterior knobs and the medial/lateral knobs were actuated, an extra, unexpected curve was seen. Attempts were made to grasp the leaflets, but there was difficulty grasping secondary to the steering issue. The echo imaging was very challenging due to the anatomy and inexperience from the echocardiographer. The blue alignment markers were confirmed aligned on the steerable guide catheter and clip delivery system. The sgc knobs had worked properly, but it was suspected that the internal keys of the sgc and cds had a device issue. The sgc/cds were removed from the patient and replaced with new systems that worked as intended. Mr was reduced to grade two with two mitraclips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The complaint device was received and device investigation was performed. All available information was investigated and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. The reported positioning failure (inability to grasp) and poor image resolution could not be replicated in a testing environment as they were related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the sleeve steering issue. The inability to grasp appears to be related to the sleeve steering issue. The reported poor image resolution (echo image) was due to anatomy and inexperience from the echocardiographer. There is no indication of a product issue with respect to manufacture, design, or labeling.